Manufacturer narrative:
Section b7, h6 and h10.  Section h10:  additional information provided by the hospital indicated that one year and eight months post procedure the patient's tte showed a mean gradient of 27mmhg with an ava of 1.26cm2 and a note indicating "av vti shows rapid upstroke, not consistent with severe stenosis."  Approximately seven months later a repeat tte showed the sapien 3 valve with normal structure and function, trace regurgitation, and an aortic mean gradient of 29mmhg with an ava 0.97cm2.  With the next four months the patient's sapien 3 valve was explanted and replaced with a surgical valve.  Additionally, the patient underwent repair of an ascending aortic aneurysm.  The patient was noted to have been discharged in good condition.   A device history record (DHR) performed revealed no issues that may have contributed to the complaint event.   The valve was not returned to edwards lifesciences for evaluation.  Information regarding the disposition of the valve was not provided.  Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the cause of the valve stenosis could not be determined. It is possible that patient factors (the progression of pre-existing disease processes) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry, approximately 2 years and seven months post valve in valve (23mm sapien 3 in 25mm mosaic valve) tavr procedure, the patient's valve was explanted and replaced with a 25mm surgical valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.